Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the ht70 plus ventilator generated a constant alarm. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event. The service engineer (se) inspected the device and verified the reported issue. The se found the internal pressure line was pinched and rerouted the pressure line. The se performed extended self-testing on the device and all tests passed.